Manufacturer narrative:
(B)(4). The device has been received for evaluation. Upon completion of the device evaluation, or if any additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the balloon of a half day infusor was observed with particulate matter. This was noted during filling of a desferrioxamine solution. There was no patient involvement. No additional information is available. This is report 3 of 3.

Manufacturer narrative:
(B)(4). The lot was manufactured from july 23, 2014 to july 25, 2014. An evaluation was completed to investigate the reported issue. A visual inspection was performed and revealed solid white particles approximately 0.82 mm long floating in the fluid inside the reservoir. Ft-ir spectrophotometer scanning identified the particles to be polyester material. The reported issue was verified through evaluation. The origin of the particulate matter could not be determined. This issue is currently being addressed through a CAPA. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.